Event description:
In 2009, the patient reported that none of the buttons of his infusion device are responding when pressed. He stated that he experienced elevated blood glucose of 380 mg/dl at 1:30am due to the issue. He switched to his backup infusion device and bolused 10 units of insulin. His most recent blood glucose reading was 260 mg/dl. He stated that the infusion device beeped but there was no error message displayed and the device would occasionally vibrate. He was instructed to insert a new battery and an e8 (power interrupt) error was displayed. When he attempted to confirm the error by pressing the check button the button was unresponsive. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.